Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a scheduled follow up the left ventricular (lv) lead was found to have been dislodged. Reprogramming was done to inactivate the lv lead which remained implanted. No patient complications have been reported as a result of this event.